Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube was scratched and therefore had sharp edges and the charged coupled device was broken and therefore a noisy image occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited outer tube was scratched and therefore had sharp edge, charged coupled device was broken and noise image occurred. There was no patient involvement.